Event description:
A healthcare facility reported that a pt had dry secretions and occlusions while using a respiratory humidifier and an rt235 infant breathing circuit. It was reported - a pt - was receiving CPAP treatment. No pt consequence as a result of this event has been reported to us to date.

Manufacturer narrative:
This event was reported together with another similar event at the same hospital. This second event was also reported to the FDA (manufacturer report number 9611451-2008-00663). The two pts (i.e. The pt from this report and the pt from the other report) were both reported to have experienced dry secretions and occlusions. Each pt was on a separate mr850 humidification and ventilation system. We are currently seeking further info regarding how the devices were set up, what the hospital protocols are and also any pre existing pt conditions. We will provide a follow up report.